Manufacturer narrative:
A ge service rep performed an on site investigation. Although the failure could not be duplicated a c-arm lift switch error was noted. The power motor relay pcb was replaced along with power supply 2. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system intermittently locks up and displays power error. After reboot the system operates normally. There was no pt involvement reported.